Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2015 with the following findings: during testing, the display screen was blank and the pump¿s vibration was malfunctioning. The initial complaint was unable to be fully investigated due to this. The battery compartment and keypad cover were damaged. The pump cover was opened and evidence of moisture contamination was found throughout the pump. Additional eval codes: (B)(4).